Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown contamination on the iso port, dust like contamination on the blower outlet seal, evidence of liquid ingress in the blower box and on the blower housing, keratin-like contamination on the blower box outlet, unknown contamination on the blower box air inlet at the filter area. The device's downloaded event log was reviewed by the manufacturer and found error code e-191. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. In the initial report clinical symptoms of nasal and throat irritation and soreness, coughing were not mentioned which have been updated in this corrected report.